Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity related to the complaint. Black box shows a voltage drop on (B)(4) 2012 from 150vp at 7:38pm to 131vp at 9:42pm. The battery that was returned with pump showed no evidence of overheating. On examination, the battery compartment and cap were intact with no physical damage or evidence of moisture. The pump powered on normally and was exercised for 6 hours with no overheating or alarms duplicated. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump was warm to the touch. The patient replaced the battery, and the temperature issue resolved. The patient reported there was no damage or corrosion seen on the pump or battery, the battery cap was secure, and the pump had not been exposed to water. There was no patient injury associated with this issue.